Event description:
Tbm states that the unit will intermittently not turn on. No additional information provided.

Manufacturer narrative:
(B)(4). Upon further review it was discovered that the serial number for the unit was reported incorrectly. Due to invacare's updated trackwise system a normal follow-up report could not be transmitted through normal channels. (B)(4).